Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of a discrepant elecsys hcg + beta test system (hcg+b) result on a cobas e 411 immunoassay analyzer. On (B)(6) 2018 the initial hcg+b result was 3.0 miu/ml and was reported outside of the laboratory. On (B)(6) 2018 the repeat hcg+b result with the same sample was 88.04 miu/ml and was believed to be correct. There was no allegation of an adverse event. The hcg+b reagent lot number was 28429201 with an expiration date of 28-feb-2019.

Manufacturer narrative:
The investigation determined the calibration performed on (B)(6) 2018 was within expectations. Data showing quality controls possibly performed on (B)(6) 2018 and (B)(6) 2018 were out of range high. The actual dates of the quality control measurement were unclear. The customer did not use the required rack adapters for 13 mm tubes. The alarm trace indicated there were several reagent and sample related messages. The investigation could not determine a definitive root cause.